Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine follow up in clinic, atrial lead exhibited low impedance and intermittent noise was shown via real time egm (electrograms). The programming change was made. The patient was stable before, during and after the intervention and will continue to be monitored.